Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer experienced low blood glucose on (B)(6) 2020 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 167 mg/dl at the time of the call. The customer used food to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer alleged insulin over delivery. Troubleshooting was completed but did not resolve the issue. The insulin pump, reservoir, and infusion set will be returned for analysis.